Manufacturer narrative:
The initial reporter also notified the FDA on 14 december, 2020. Medwatch report # (B)(4). Report source other: medwatch report a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that microbore tri-fuse extension set, 3 IV.c would not flush. The following information was provided by the initial reporter: material #: mz9270. Batch/ lot #: 20035267. It was reported that the blue clamp lumen on tubing will not flush.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the blue clamp lumen on tubing will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model: mz9270, lot number: 20035267 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot#: 20035267 regarding item#: mz9270.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV.c would not flush. The following information was provided by the initial reporter: material#: mz9270, batch/ lot#: 20035267. It was reported that the blue clamp lumen on tubing will not flush.